Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned; however, a receiver was returned for evaluation. The device was visually inspected and no defect was found. The device was charge and booted up. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. A review of the data log did not find any errors related to the customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.